Manufacturer narrative:
Device passed self test and displacement test. Programmed correct time or date and monitored for days. No unexpected time or date anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that customer experienced high blood glucose of 500mg/dl. Customer declined troubleshoot for high blood glucose. Insulin pump will be return for analysis.